Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament of the adc device remained in the skin upon removing the sensor. The customer indicated that they were unable to remove the filament with tweezers and had contact with a healthcare professional. The customer stated that "the dermatologist made a skin incision to check for residual filaments, but no filaments were already left at that time. He said that the filament may have slipped out of the skin by itself without being noticed." The customer was also provided with povidone iodine gel (antiseptic). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament of the adc device remained in the skin upon removing the sensor. The customer indicated that they were unable to remove the filament with tweezers and had contact with a healthcare professional. The customer stated that "the dermatologist made a skin incision to check for residual filaments, but no filaments were already left at that time. He said that the filament may have slipped out of the skin by itself without being noticed." The customer was also provided with povidone iodine gel (antiseptic). There was no report of death or permanent impairment associated with this event.